Manufacturer narrative:
MDR (B)(4) / initial 6 of 6. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set fell off event on (B)(6) 2026. The blood glucose level was high and the patient was treated with correction bolus via pump.